Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 1908467: (B)(4) items manufactured and released on 12-march-2020. Expiration date: 2025-03-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department. Revision 2 years 11 months after the primary tha due to a loose stem. The patient came in reporting pain and the cause of the loose stem is unknown. The surgeon revised the medacta stem and head with competitor components and the surgery was completed successfully. From the radiographic image radiolucent lines in gruen zones 1 and 7 are visible and appears a distal fixation of the stem, which is rare with a collared stem. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined. Preliminary investigation (of the photo provided) performed by r&d project manager. Looking at the photo attached to the complaint, it seems that an opaque white film covered with patient blood is present on approximately half of the stem length. It is not possible to identify if this film is ha or bone residual, or a combined effect. Absorption of ha from the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. The post-op x-ray analysis could possibly provide more insight, such as the evaluation of possible early rotational instability or initial stress-shielding. Some signs of minor damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported.

Event description:
At about 2 years 11 months after the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem and head with competitor components and the surgery was completed successfully.